Event description:
It was reported that the system was explanted due to pocket erosion and infection. There is no known allegation from a health professional that suggests the infection and erosion were related to the device or the leads. No further information is available at this time.